Manufacturer narrative:
This MDR references accriva diagnostics' complaint number (B)(4) for the hemochron signature elite instrument, serial number (B)(4) . Accriva diagnostics' complaint number (B)(4) captures the hemochron act+ reagent cuvette lot used during the procedure, which is classified as a child case. Method codes: analysis of production records. Device not returned. Results code: no findings available. Conclusion code: conclusion not yet available. Accriva diagnostics has requested all data required for form 3500a. Fields for which data were not obtainable or are not applicable are intentionally left blank. An instrument evaluation is anticipated. Results of the evaluation will be submitted as MDR 2250033-2018-00021 follow-up #1.

Event description:
A healthcare professional reported a lower than expected act result with a hemochron signature elite and act+ microcoagulation system during cardiovascular surgery. The signature elite named in this complaint was used during the procedure and act results recorded were as expected until the latter part of the procedure. An act result was 343 seconds, which was an expected result. However, the act result a short time later was recorded as 123 seconds, which was a lower than expected result. After a heparin bolus was administered, an act was assayed on a second hemochron signature elite and act+ system and was recorded as >850 seconds, which was higher than expected. Protamine was administered at the end of the procedure and no adverse events or medical complications were reported. Electronic and liquid qc passed before the procedure.

Event description:
Follow-up #1.

Manufacturer narrative:
MDR 2250033-2018-00021 follow-up #1 provides the results of the instrument evaluation for the hemochron signature elite instrument, serial number se10042 named in accriva diagnostics' complaint number (B)(4). This follow-up MDR also captures the child complaint alleged against the act cuvette used in the procedure, lot d8jac157. Method code: 10: testing of actual/suspected device. Results code: 213: no device problem found. Liquid qc and donor whole blood was assayed and results were found to be within specification; electronic qc passed as well. Conclusion code: 67: no problem detected. This follow-up MDR documents closure of this complaint. No additional reports are required.